Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting the settings not available message on their controller and the issue began a little over a month ago. Patient stated they were not getting as much relief in their back as they used to. Patient called their representative about the issue and since patient was doing physical therapy at the time they thought that caused the message. During the call patient confirmed their controller was at 100% and their implant was at 90%. Patient got the settings not available message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, 0,1,2,3,6 at 40,000. A loss of stimulation was noted. Patient received oor and unable to increase intensity. The rep programmed around the affected contacts. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.